Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a loose component on the circuit board.

Event description:
Evaluation revealed a loose component on the circuit board.